Manufacturer narrative:
The reported experience of issues with compatibility of new pcu and older lvp 's could not be investigated as no devices were provided for this investigation. The customer provided a photo of a pcu that shows the ¿profiles have been disabled. Have pc unit serviced by qualified personnel¿ which occurs when a dataset is not loaded onto the pcu. This will prevent the pca from starting an infusion because there are no infusion parameters available to select. Based on the picture the data set appears to have been disabled. The file was opened for the purpose of documenting a possible event reported by the customer. No further investigation of this event is possible currently. A DHR (device history record) review cannot be completed as the serial number was not obtained upon receipt of the complaint. Additionally, a historical review of complaints in trackwise cannot be conducted.

Event description:
It was reported that the customer experienced compatibility issues with new pcu devices and lvp modules . It was later reported that it was a miss match in software that was related to the issue. On 7t and pcau. It was later reported by service representative : "it seem a process problem with rentals either coming in the wrong version, they are having issues specifically with pca the pcus missing the biomed shop are the prime suspects pca has no basic infusion mode so without a dataset they cannot function.see below which is what will display on the pcu if there is no dataset on it. ( pcu photo in email 11-15-19 ) to sum up all rental units need to be 9.33 as that what the facilities are running pcu wise. Any conflict between pcu and module version will cause a channel error of 200-5040. All pcus have to have the network configuration loaded on to facilitate operation with interop and to pick up the dataset, drug library, before ever going to the floor."